Event description:
On (B)(6) 2021, a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient was diagnosed with buried bumper syndrome by the physician. It was reported that the patient's pegj tubing is planned to be removed.

Manufacturer narrative:
Reference record: (B)(4). It is unknown if the device involved in the event was removed and discarded or is still in place; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. Code of 4581 was chosen to capture the event of buried bumper syndrome. Buried bumper syndrome is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.